Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an under infusion event on an adult patient. Fluid amounts and rates were adjusted to complete the infusion. No further information is available.